Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.